Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that suture sleeve had worked its way down between the superior vena cava and right ventricle coil. Caller asking for ideas on how to get it out. The lead remains in use. No patient complications have been reported as a result of this event.